Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted after approximately 50 months due to battery depletion. Dissatisfaction with respect to battery longevity was expressed. The device was returned to guidant for laboratory evaluation.